Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was returned to aniams for eval. A visual inspection of the cartridge was performed. A crack in the body of the cartridge was observed. A cartridge leak test could not be performed because of the crack.

Event description:
It was reported that the cartridge was leaking. The pt reported that he filled a new cartridge, and no insulin was seen during the prime step. He stated that he checked the cartridge compartment, and it was filled with insulin. The pt then noted that the cartridge war broken at the plunger end of the cartridge. He reported that this cartridge is from lot# b201445, and that he has used 6 other cartridges from this lot without any problems.